Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 49 mg/dl to 59 mg/dl. Reportedly, the customer believes the cause to be related to pump settings updated by healthcare provider. Bg was addressed via consumption of glucose and carbohydrates. Additionally, emergency medical technicians were called, however, no additional treatment was administered. The customer was instructed to consult with healthcare provider regarding bg level.